Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose has been high for the past four or five days; the patient's blood glucose at the time of incident was 555 mg/dl. The mother ran a 1-unit bolus at one point and only a drop of insulin came out. The customer treated via manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check their insulin pump settings. The infusion set cannula was not bent. A high pressure test was not performed due to lack of a tubing clamp. However, the insulin pump passed a self test. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.